Event description:
A customer reported a malfunction on the pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared, which the customer acknowledged and understood.